Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery enhanced delivery system through the article "endoscopic ultrasound-guided gastrojejunostomy with wire endoscopic simplified technique: move towards benign indications" by jean-michel gonzalez, et al. Per the article, between 2016 to 2023, 87 patients suffering from benign or malignant gastric outlet obstruction underwent endoscopic ultrasound-guided gastrojejunostomy. One patient died after the procedure because he was in a very poor condition and did not recover from anesthesia. Please see the reference article for full details. Note: it was reported that the axios stent was implanted to treat a gastric outlet obstruction. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed for the treatment of gastric outlet obstruction.

Manufacturer narrative:
Block b3: the exact date of the event was not reported. The retrospective study date of january 1, 2016, is used for the estimated date of event between 2016 and 2023. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, were unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: jean-michel gonzalez, sohaib ouazzani, saad m, geoffroy vanbiervliet, mohamed gasmi and marc barthet. "Endoscopic ultrasound-guided gastrojejunostomy with wire endoscopic simplified technique: move towards benign indications" department of gastroenterology, aix-marseille universite, ap-hm, hopital nord, marseille, france, https://doi.org/10.1111/den.1489. Block h6: imdrf impact code f02 captures the reportable event of patient death.